Event description:
It was reported that customer's display screen flickered excessively.

Manufacturer narrative:
Pump was received with flickering display due to moisture damage on lcd board. No cosmetic damage noted.